Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 in the rehab pyxis continued to fail repeatedly. The pyxis was off-campus, and users were not able to constantly go back and forth to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubie pockets were not functioning in half-height cubie drawer 3.1. The field service engineer (fse) inspected the drawer 3.1 power and pyxibus communication connections and reseated all drawer connections as a preventive corrective action. The system functioned as intended after the field service engineer (fse) resolved the issue.